Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/08/2016. The fse found a loose sleeve at pinch valve vl64. He readjusted the sleeve at vl64 and the instrument ran without any leaks and nonnumeric diff results the repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 10 ml from a coulter lh 750 hematology analyzer while performing shutdown. The leak was not contained within the instrument and non-numeric differential, diff, messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.